Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that a catheter fracture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 6f guidezilla ii was selected for use. During the procedure, the physician tried to cross the device multiple times, but the catheter got fractured. The device was removed in one piece, and the procedure was completed with another device. There were no patient complications and the patient fully recovered.